Event description:
Hcp reports the patient complained of increased pain in 2001. Came in for refill and had all of the 18 cc of medication left in the pump that had been instilled previously. In 2002, rotor study showed it was not moving after the bolus. A dye study showed the catheter to be okay. The patient had no specific withdrawal symptoms. Patient's oral medications were doubled, patient had been getting methadone 5mg 3x a day the pump. The pump is scheduled to be replaced in 2002.